Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.703ng/ml was obtained initially, and 0.271ng/ml upon reflex. The initial result was reported out of the lab. The original specimen was re-centrifuged and then re-tested and the repeated result was 0.265ng/ml. A corrected report has been sent. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and it was filled half of the recommended fill volume and was noted to be turbid. The sample was analyzed from the primary tube. A field service engineer (fse) was dispatched: the fse addressed hardware issues that were unrelated to the event. However, no details were supplied. The fse verified the system performance, which met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.